Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge and the leads had high impedances that caused non-target stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced, and lead splitters were removed. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20908882. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20908882. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16560717. UDI:(B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 17354437. UDI: (B)(4).